Event description:
This MDR is being filed in response to medical intervention being furnished on (B)(6) 2011 in response to cardiac events that occurred that same day. A 48 hour holter report was pulled on (B)(6) 2011 at the physician's request for additional data for (B)(6) 2011, the date the patient had passed out and presented at the emergency room with "heart block". Review of the holter revealed a few episodes for which the device should have triggered: 22.317 second pause (artifact noted within the pause); second degree type ii (brady) in which the heart rate fell below 40 bpm for approximately 30 seconds; several pauses lasting between 3-7 seconds. On (B)(4) 2011, regulatory became aware that the patient had a pacemaker implanted on (B)(6) 2011. As such, it was determined this event meets the criteria for MDR submission.

Manufacturer narrative:
The device was interrogated in-house: visual inspection, sensor long test, a simulator testing, and lead wire test/visual inspection all passed. The device operated according to specification. The applicable log and holter files were sent to the manufacturer for analysis. Two pauses were missed due to a limitation in the software version (5.5.9) where large drifts in the signal interrupts pause detection. The newest software version (5.7.3) has corrected this limitation. For the missed brady events, one event has an impedance test within the brady (known limitation of the algorithm), and for the other, false positive qrs complexes are detected due to noise signal, therefore, brady was not declared. Associated accessory for device: act cell phone monitor. Model # com001, (B)(4).